Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the corner side. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection was performed and a tear in the lower left corner of the bag was identified. Functional testing was performed which revealed a leak in the lower left corner of the bag. Additional magnified inspection verified a tear/hole in the lower left corner of the bag where the leak was coming from. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.